Manufacturer narrative:
The pump alarmed compromised force sensor system during prime test at 3.5lbs due to moisture damage on force sensor resistor. However, intermittent button response was noted during testing due to corroded keypad traces. There was no button error alarms noted. Corroded electronic assembly was noted during visual inspection. The pump was received with minor scratches lcd window, cracked reservoir tube lip, and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of their insulin pump having been exposed to moisture. The customer states the device was worn in the ocean for about 2 minutes. The customer states they can see water under the lcd screen. The customer states they are also receiving button errors, and the keypad is working on and off. The customer was advised that the device would have to be replaced and returned for analysis.